Event description:
It was reported that insulin gauge displayed a fill estimate different than what caller expected, showing about 60 units instead of about 240 units and causing concern about accuracy. There was no reported impact to the customer¿s blood glucose level. Technical support explained that any positive value meant pump had at least that amount of insulin and that estimate was considered accurate, advised caller to fill cartridge below 300 units due to maximum capacity, and instructed caller to call back if issue persisted while pump was being replaced; caller understood and acknowledged guidance. Customer reverted to an alternative method of insulin therapy.